Manufacturer narrative:
E2014029. (B)(4). Physio-control completed a clinical evaluation of the reported event and concluded that it is likely that the vomiting of blood was caused by user error in placing the lucas device in the wrong position. Lucas performs chest compressions according to guidelines for resuscitation with a depth of 5-6 cm and with a rate of 100-120 compressions per minute, the same as high quality manual CPR. With the information provided, the use of the lucas device, combined with user error and incorrect placement may have contributed to the vomiting of blood. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that a lucas CPR assist device was attached to a patient to perform compressions. The customer reported that the pressure position of lucas was near the pit of the stomach. This caused the state of the patient vomiting blood and the vomitus large quantity. The patient did not survive the event.